Event description:
Clinic notes dated (B)(6) 2012 noted that the patient¿s seizures have gotten stronger. It was noted that the patient is having intermittent seizures with no overall changes. It was reported that the increase in seizure intensity was first observed in (B)(6) 2012. It was noted that the seizures were a little longer than normal. The physician¿s believed that the generator battery was starting to wear down even though the device was not at end of service. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the event. The patient underwent generator replacement on 03/19/2013 for prophylactic replacement. The generator was returned on (B)(6) 2013 for analysis. The returned product form indicated that the generator was returned due to end of service, eri ¿ no and prophylactic replacement. Analysis of the generator was completed on (B)(6) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.